Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that his insulin pump alarmed no delivery during bolus and basal. The blood glucose reading was 230mg/dl, and her blood glucose was treated with manual injections. Troubleshooting was performed. Instructed the customer to run the displacement test and the test failed. Advised the caller to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.